Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter was showing inaccurate results compared to another meter. However the reporter did not provide any results. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.